Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electro surgical unit (iesu) involved with this complaint to perform failure analysis but the reported failure could not be reproduced on erbe connected to the system. Remote logs showed the errors occurring on the field. Visual inspection found the unit had no significant scratches or dents. The front bezel was in decent condition. The unit energized and cauterized and all ports recognized instruments on system. The m-02 error module timeout is the potential root cause for this issue. A review of the site¿s system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: m-02 indicating module timeout (a module didn't send its status message within the expected time). The probable root cause cannot be determined.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the ground pad issue. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. System was tested and verified ready for use. Isi has not received the iesu involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales associate (csa) reported that the erbe could not detect the grounding pad on the patient. Csa exchanged the dual pads and cables, and put the pad on himself, but the issue persisted. Technical support engineer (tse) instructed csa to change the erbe setting from dual pad to single pad. Customer also attached the single pad to the patient, but the "pad" icon on erbe's screen was still red. Customer then connected to a force triad generator successfully and started the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. Monopolar energy was available for the entirety of the procedure from the force triad. The user connected to a force triad instead of the erbe / integrated electrosurgical unit (iesu) to resolve the reported issue. The procedure was completed robotically with the davinci system and force triad. The generator was exchanged out during the case.